Event description:
A physician reported that he had a patient who was experiencing vocal cord paresis after a recent vns implant surgery. The patient's physician provided an injection and was going to wait and see if the issue would resolve. A review of the manufacturing records for the lead verified the device passed all quality inspections and was sterilized per manufacturing specifications prior to release for distribution.